Event description:
Sorin group (B)(4) rec'd a report that an s5 double head pump displayed a warning for an open cover when the cover was closed. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The pump was returned to sorin group (B)(4) for eval. Testing of the device confirmed the reported issue and found that it was caused by a defective reed switch. The root cause of the defective reed switch could not be determined. No further action is deemed necessary.